Manufacturer narrative:
Jan 2019 bimonthly asr report exemption e2013025. The total number of events for product classification code otp is 5. Qty 2- avaulta plus biosynthetic support system- anterior, sterile. Qty 2- avaulta plus biosynthetic support system- posterior, sterile. Qty 1- avaulta solo synthetic support system- posterior, sterile. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [(B)(6) e2013025 jan 2019 bimonthly otp.xlsx]. H3 other text: sample not received.

Event description:
Jan 2019 bimonthly asr report.